Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient had missed their pump refill appointment 3 separate times. The healthcare provider (hcp) kept call ing the patient in an effort to get the pump refilled. The pump alarms were going off and the reporter believed that the pump had been empty for ¿months¿. The patient finally came in for a pump refill on 2014 (B)(6) at which time a dye study was performed and it was confirmed that the catheter was in the right place. The pump was ¿bone dry¿. The pump tubing was full of the old drug concentration. The catheter was cleared of the old drug concentration and the pump reservoir was refilled with the new drug concentration. A removing system contents procedure was performed because, the old drug concentration of 10mg/ml could only deliver at the lowest dose of 0.48mg/day and the new desired dose was 0.1mg/day with a drug concentration of 2mg/ml. It was also indicated that a pump roller study was performed. No patient symptoms were reported; however, the doctor planned to keep the patient in the hospital and monitor her. Patient outcome was unknown at the time of the report. The device system delivered dilaudid. Additional information has been requested but was not available at the time of this report.